Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment difficulties and mechanical jam of the thumbwheel were unable to be confirmed due to the condition of the returned unit. The stent damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported deployment difficulties resulting in unexpected medical intervention and unspecified tissue injury. It is possible that the distal shaft was bent or entrapped within the anatomy (possibly at the aortic bifurcation) preventing movement of the shaft lumens causing the thumbwheel to lock up and allowing only partial stent deployment. Continued force applied in the attempt to rotate the thumbwheel likely placed excessive tension on the ribbon causing the outer member to separate at the shuttle and resulted in the proximal spool being pulled out from the pivot web thumbwheel, thus causing the noted damage to the proximal spool axles and preventing further deployment. The observed stent damage likely occurred during removal of the stent system with the stent partially deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.h6: investigations conclusion code 4315 removed; 4307 added.

Event description:
Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment difficulties and mechanical jam of the thumbwheel were unable to be confirmed due to the condition of the returned unit. The stent damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported deployment difficulties resulting in unexpected medical intervention and unspecified tissue injury. It is possible that the distal shaft was bent or entrapped within the anatomy (possibly at the aortic bifurcation) preventing movement of the shaft lumens causing the thumbwheel to lock up and allowing only partial stent deployment. Continued force applied in the attempt to rotate the thumbwheel likely placed excessive tension on the ribbon causing the outer member to separate at the shuttle and resulted in the proximal spool being pulled out from the pivot web thumbwheel, thus causing the noted damage to the proximal spool axles and preventing further deployment. The observed stent damage likely occurred during removal of the stent system with the stent partially deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: code 4582 was removed and code 4559, 1562 were added.

Event description:
It was reported that the procedure was treat a mildly calcified, mildly tortuous de novo superior femoral artery (sfa) that is 60% stenosed. The vessel was prepped by ballooning with a 5.0x150mm armada 35. A 5.0x150mm absolute pro was attempted to be deployed; however, the thumbwheel became stuck and the stent was only partially deployed. The physician dismantled the handle and was able to pull back the stent together with the sheath. There was no adverse patient sequela and no clinically significant delay reported. Per device analysis and additional information received from the site, it was noted that a strut separated; however, the separated piece was simply withdrawn as it was proximal separation. The device had biological material at the distal end and the account confirmed there was tissue damage; however, no treatment was provided. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was treat a mildly calcified, mildly tortuous de novo superior femoral artery (sfa) that is 60% stenosed. The vessel was prepped by ballooning with a 5.0x150mm armada 35. A 5.0x150mm absolute pro was attempted to be deployed; however, the thumbwheel became stuck and the stent was only partially deployed. The physician dismantled the handle and was able to pull back the stent together with the sheath. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.